Event description:
It was reported that the patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. A notch verification using an angel wing check was not performed prior to cutting. After the cuts were made a notch in the anterior cut of the femur was detected. The surgeon switched to traditional surgical technique and used the lcck femur implant because of the weakness in the shaft. This resulted in a delay during surgery of 35 min.

Manufacturer narrative:
The narrative of the event provided by the complainant shows that the provided surgical technique was not followed completely. In particular, a described step to verify the absence of notching prior to cutting was skipped. Therefore, a failure to follow the instructions is considered as part of the investigation conclusion. An evaluation of the patient specific design specifications did not provide a potential cause for the notch. The returned guide was optically scanned which confirmed the guide was not deformed prior to or during surgery.